Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance, undefined impedance, high thresholds and a confirmed fracture were noted on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.